Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 1.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the physician noted that the balloon and the catheter "shredded" while in the vessel. When the device was removed from the vessel to the guide catheter, it was noted that the catheter's external layer had came off and dislodged inside the guide catheter. The physician used another balloon to trap the loose material in the guide catheter and then removed everything as a unit. The physician took pictures and confirmed that nothing was left behind. The procedure was rescheduled for later date using atherectomy.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 1.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the physician noted that the balloon and the catheter "shredded" while in the vessel. When the device was removed from the vessel to the guide catheter, it was noted that the catheter's external layer had came off and dislodged inside the guide catheter. The physician used another balloon to trap the loose material in the guide catheter and then removed everything as a unit. The physician took pictures and confirmed that nothing was left behind. The procedure was rescheduled for later date using atherectomy. The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination observed that the inflation lumen is separated at 122.2cm from the hub. The distal section of the separated inflation lumen is stretched and has multiple kinks. There are multiple other kinks along the rest of the device. The balloon is separated at 2.9cm from the tip. The distal section of the separated balloon is bunched up towards the tip of the balloon. Microscopic examination revealed that the tip is damaged. There is blood present in the hub, inflation lumen, guidewire lumen, and balloon. The balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities.